Event description:
"Maryland forceps (a forceps from facility) was used with the trocar system in the operation. After 10 minutes of the operation, a plastic residual of the trocar was found inside the patient body. The broken part of the trocar was picked up by the maryland forceps. Patient's status is normal until now. Another trocar system was used to replace the c0600 during the operation. Hospital is concerned about this issue since it may cause another unpredictable incident in the future."

Manufacturer narrative:
The incident device is currently under evaluation. At the close of the evaluation, a follow-up report will be submitted.